Event description:
It was reported that during prior to use testing, the endobronchial tube cuff was unable to completely deflate. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien/medtronic reference: (B)(4).

Manufacturer narrative:
(B)(4). A sample of an endobronchial tube was received for investigation. Visual inspection found no defects. The stylet was removed, and 3mls of air was removed from the tracheal cuff. 1ml was removed from the broncheal cuff. Inflation / deflation tests were performed. The cuffs were inflated and deflated without issues. The customer reported malfunction was not verified.

Manufacturer narrative:
(B)(4).